Event description:
New information received notes the right ventricular lead was explanted and replaced in a procedure on (B)(6) 2021. During explant, the stylet could not be placed to the lead tip. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events of noise and stylet insertion failure were confirmed. X-ray examination found a broken inner coil. The cause of the reported events was due to fractured inner coil consistent with bending fatigue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with high frequency ventricular noise that caused inhibition of pacing. There was also an alert for high ventricular rate. Programming changes were made to restore normal parameters. There were no patient consequences.

Manufacturer narrative:
For the previous report should be (B)(6) 2021.